Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a high, out of range shock impedance >125 ohms. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received indicating that there was an invasive procedure performed to cap the right ventricular (rv) lead. The device was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) was beeping. There had been a high, out of range shock impedance measurement recorded. Additional information indicates that the plan is to continue monitoring the patient. There was no action or intervention taken. No adverse patient effects were reported. The system remains in service.